Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 418mg/dl; treated with manual shots. Customer's current blood glucose was 265mg/dl. The customer also mentioned the pump alarmed no delivery. We were unable to complete troubleshooting due to call dropping.